Event description:
Physician reported on a late seroma and double capsule. Physician later reported capsular contracture baker grade iii. Device has been replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Initial reporter: phone (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late and double capsule.

Event description:
Physician reported on a late seroma and double capsule. Physician later reported capsular contracture baker grade iii. Device has been replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface of the shell. Deformation observed in the device. Wear abrasion observed in the device. Yellow encapsulation observed in the surface of the shell. White/black particles in the surface of the shell. No further actions are required as the device was implanted.